Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 and was released on (B)(6) 2015. The customer stated they were no longer on insulin pump therapy. The customer's blood glucose was 959 mg/dl at the time of their hospitalization. Customer's blood glucose was 60 mg/dl at the time of the call. The customer reported feeling fatigued and began to vomit after bolusing for their dinner. Customer also stated they were admitted into the intensive care unit. The customer has reverted to manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.